Event description:
The pt reported received a shocking or jolting sensation after exposure to a security gate at the public library. The device was turned on when the pt walked through the gate. The security gate turned the pt's device off. After leaving the library, the pt turned the device on and rec'd a shock in the left part of her face, neck and arm which lasted for three days. The pt has rec'd shocks previously when turning her device off but they did not last as long. Since the event, the pt has tried turning on her device numerous times with the same result. The pt is experiencing shaking in her left arm due to the device being kept off. Add'l info has been requested from the hcp but was not available on the date of this report.